Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Gastrointestinal bleeding, worsening heart failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that during routine patient updates, the patient was admitted from home on (B)(6) 2017 with complain of increased shortness of breath (sob), productive cough, dizziness, fluid overload, and bright red blood per rectum (brbpr).  Hemoglobin (hgb) was 7.0 on admission which had down trended slowly over the past two weeks from 8.6.  International normalized ratio (inr) was therapeutic at 2.3 (goal 2-3).  It was stated that the patient was diagnosed with pneumonia upon admission and was treated with cefepime while in the hospital.  Gastrointestinal (gi) was consulted for the brbpr but no intervention was ever done as his hgb stabilized after receiving a transfusion of 1 unit of packed red blood cells (prbcs) on (B)(6).  For the orthostasis, the patient was started on midodrine and florinef and titrated accordingly.  For the fluid overload, the patient was treated with intravenous (IV) lasix 40 mg twice a day (bid) for 3 days before transitioning back to his home oral dose of lasix 40 mg bid.  The patient was discharged home on (B)(6) 2017 with a follow up clinic appointment the next week. No additional information available.